Event description:
Reference MDR number: 1644487-2008-01452. The explanted pulse generator was returned for analysis. The generator analysis concluded. The pulse generator would interrogate and program at a distance of one inch from the programming wand. The pulse generator is not operating within designed limits, based on cyberonics final electrical test specification. The pulse generator unit failed the feed-thru capacitor tests, backup cap pos to can (-3.864v) and backup cap neg to can (-0.206v), limits are -3.3v to -2.2v. The function of the feed-thru capacitors is to provide emi protection and does not impede the pulse generator's functions. It is possible that the manipulation of the feed-thru wire may have contributed to its condition. With the exception of the noted conditions there were no adverse findings that would inhibit the product from performing as intended. The event does not affect device function and did not contribute to the patient's death.